Event description:
A patient with a previously implanted aneurx endograft developed a distal type I endoleak. Four endologix 16-16-88l limb extensions successfully repaired the leak.

Manufacturer narrative:
Device not manufactured by endologix. Device is manufactured by medtronic.